Event description:
On (B)(6) 2010, pt reported his infusion set is leaking. Pt is using a competitor's infusion device. Pt stated, the leak is occurring under the adhesive of the infusion site. Pt reported, he wears the infusion site on both his abdomen and his back just above the buttocks. Pt stated, the leak is only occurring when the infusion site is inserted in his back. Pt reported, the infusion device is worn in his front pocket. Pt stated, he notices the leak when he boluses and the back of his pants become damp. Pt reported, he does hear the audible "click" when attaching his infusion tubing. Pt stated, he is inserting the infusion site by hand. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.